Event description:
Wearing a dexcom g7 sensor that failed, and I did not have blood sugar readings for hours waiting for a replacement voucher. This is my 12th dexcom g7 sensor to fail in the past 8 months. Some sensors failed because the wire was missing that test your blood. This has been an ongoing issue with the 10-day sensors. Patient code: 4582. Device code: 1535, 2306. Reference report# mw5180680, mw5180681, mw5180682, mw5180684, mw5180685, mw5180686, mw5180687, mw5180688, mw5180689, mw5180690, mw5180691.